Event description:
During an in-clinic follow-up, noise that resulted in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected, but was not confirmed the rv lead was and replaced to resolve the event. The patient was stable.